Manufacturer narrative:
Device evaluated by MFR: a mustang 7mm x 4cm, 20atm, 75cm, batch # 26671925 was returned for analysis, the following attributes were examined. Device was received with the guidewire inserted in device. A visual examination identified that the balloon section, markerbands and tip was detached and not received with the device. A visual and tactile examination of the shaft identified stretching on different locations along the length of the shaft. Part of the shaft was also detached with the balloon section. No other issues were identified during the product analysis.

Event description:
It was reported that balloon failed to deflate and shaft break occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for use. However, the balloon failed to deflate and balloon part broke off. The broken part was retrieved from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon failed to deflate and shaft break occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for use. However, the balloon failed to deflate and balloon part broke off. The broken part was retrieved from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.